Event description:
It was reported that 2 bd phaseal optima protectors (p20-o) experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: complaint 2 out of 4. While preparing chemotherapy drugs, the protector partially disconnected from the vial while aspirating the drugs into the syringe using the phaseal optima system. Plastic clips/parts that clicks on the vial, disengaged from the vial when we brought the vial in an upright direction, to aspirate the drug from the vial. Me, as a bd clinical consultant was there while the incident happened. I can acknowledge that the protector had been fitted at the vial correctly before the preparation of drugs started. There was no exposure to chemotherapy.

Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 1910105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials according to the instructions for use. Functional testing was performed, liquid was successfully withdrawn from the vial and no leakages were observed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for lot 1910105 and no incidents were observed during testing. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal optima protectors (p20-o) experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: complaint 2 out of 4 while preparing chemotherapy drugs, the protector partially disconnected from the vial while aspirating the drugs into the syringe using the phaseal optima system. Plastic clips/parts that clicks on the vial, disengaged from the vial when we brought the vial in an upright direction, to aspirate the drug from the vial. Me, as a bd clinical consultant was there while the incident happened. I can acknowledge that the protector had been fitted at the vial correctly before the preparation of drugs started. There was no exposure to chemotherapy.